Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis(ipp) due to inflation issues post operation. A patient outcome of no further complications was reported.